Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of nerve injury in a female pt who used poligrip as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt began using poligrip. An unk time later, the pt experienced "neurological injuries due to her ingestion of poligrip." At the time of reporting, the outcome of the event was unk. The following info was received on (B)(6) 2011, via fact sheets completed by the pt and/or the pt's rep and the reporting attorney. The pt used super poligrip original from 1993 to present, fixodent original from 1993 to present, seabond from 1993 to 2009, and fixodent free occasionally from 2005 to 2009. She used super poligrip original approximately 35 times weekly. In 1996, the pt began experiencing peripheral nervous system disorders, shooting pains in her fingers and feet, inability to stand more than 30 mins, numbness in the feet and hands, difficulty in walking, temperature changes in the feet and hands, inability to hold things for extended periods, loss of bladder control, and chronic non-malignant pain. On (B)(6) 2009, she was diagnosed with high zinc. The pt was also diagnosed with hypocupremia and neuropathy. This case was now considered as medically serious by gsk. Medical records received (B)(4) 2011: on (B)(6) 2009, 24 hour urine copper was 6.0 mcg/l (normal 2 to 30) and 24 hour urine zinc was 627.9 mcg/l (normal 75 to 530).

Manufacturer narrative:
Super poligrip is manufactured in (B)(4) and neither the product nor lot number for this product was available. (B)(4).